Manufacturer narrative:
Sientra complaint: (B)(4). Sientra perform testing of device from other lot/batch retained by manufacturer. Upon review of the complaint, it was determined that the most likely cause of the inconsistent vacuum pressure is a twisted gasket around the access cap (spatula port cap). If the vacuum is turned on again the twisted gasket can prevent a good seal from being made. The action taken to address the issue has been completed under change order: (B)(4) at sientra. Patient age defaulted to (B)(6) as no patient information was provided. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: case (B)(4). As this device is an accessory device for performing the lipoaspirate procedure the surgeon is still able to complete the procedure successfully using the equipment already required to perform the procedure. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Sientra complaint #: (B)(4). Patient age defaulted to 99 as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Per form completed by physician: the viality unit was leaking air and would not seal to allow suction to build up. We were unable to identify the origin of the leak. We isolated the top access lid, but the unit was still leaking air. The suction source, tubing and waste container were all inspected. A revolve unit was opened and suction was excellent. The unit is being shipped to sientra for further testing. We were unable to retrieve the box and lot number.